Event description:
It was observed that during the device evaluation, the flushing pump was not working. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the most probable root cause was traced to a component failure. A device history record (DHR) review revealed no issues were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.